Event description:
They administered only half amount of the medication to patient and the remaining portion was left in the injection, [incorrect dose administered by device] the medication was not coming from prefilled syringe, [product delivery mechanism issue] case narrative: this initial spontaneous report concerns adverse events of incorrect dose administered by device and product delivery mechanism issue in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of experience were not reported. On 10-jun-2026, amneal pharmaceuticals received information from pharmacist via a telephonic call concerning above mentioned adverse event experienced by the patient while on amneal's medroxyprogesterone acetate. On an unknown date of 2026, the patient was being treated with medroxyprogesterone acetate 150/mg/ml (B)(4) (dose and frequency were not reported) via intramuscular route for an unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. On an unknown date of 2026, patient received a sealed medication from pharmacy and on an unknown date of 2026, one of the nurses while injecting the medication to the patient observed that the medication was not coming from prefilled syringe. Last action taken with medroxyprogesterone acetate to incorrect dose administered by device and product delivery mechanism issue were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of incorrect dose administered by device and product delivery mechanism issue was unknown. The reporter did not provide the causality of events incorrect dose administered by device and product delivery mechanism issue with medroxyprogesterone acetate. The reportability of this case was serious. This case was considered expedited.

Manufacturer narrative:
This is default text configured for block h10.